Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a no delivery alarm during an attempted fill tubing. The customer's mother stated the alarm occurred during a manual prime. Customer's blood glucose was 400 mg/dl. The mother had treated the customer with a bolus delivery. Troubleshooting found insulin was able to exit with a push plunger. The mother was informed their insulin pump was working as designed. The mother was also advised there could be a occlusion or connection issue with their insulin pump. No additional information provided.